Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. This device is not sold in the us but a similar device is. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, an e315 error message for scope error, scope not recognized was received for the device, which is an indication of no image received by the device. There is no reported harm to any patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to failures of the imaging unit, failures of the internal circuit board of the scope connector, or failures of the video system center. Olympus will continue to monitor field performance for this device.